Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2005. According to the complainant, post-procedure, the patient experienced extreme pain, bladder spasms, continued urinary incontinence and erosion of internal bodily tissue. All other information is unknown and unavailable.